Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of pictures. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. The delta femoral ceramic head appears intact, with no visible damage other than significant metal transfer on the spherical surface. This transfer is most likely due to contact with metal components following the dislocation. The taper shows circumferential witness marks consistent with assembly onto the hip prosthesis taper. A review of the device manufacturing records confirmed no abnormalities or deviations. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 ¿ (B)(6), act artic e1 hip brg 28x38mm, lot 902410. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision surgery approximately eight years post-implantation due to dislocation. During the procedure, the bearing and head were replaced. It was also noted that the bearing was damaged. No additional information is available for the reported event.